Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. An analysis of the system data indicated that the aliquot probe gave a bad sample detected error at the time of aliquot preparation. The customer ran quality controls, which were acceptable. The cause of the discordant sodium and potassium results was related to a preanalytical sample issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument. The sample resulted higher than the initial run for sodium and lower than the initial run for potassium. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.